Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
A sales representative called baxter corporate product surveillance to report a onelink catheter extension set which was alleged to cause hemolysis. According to the report, the facility used the extension set to draw an unknown amount of blood into an empty vacutainer. The lab at the facility notified the emergency room nurse that the blood in the vacutainer underwent hemolysis. The facility then used a carefusion maxplus clear extension set and received normal blood results back. The facility is currently undergoing the onelink evaluation testing. The event occurred after patient use. There was no patient involvement, injury, medial intervention, or adverse event associated with this report. No additional information is available.